Manufacturer narrative:
Unit passed displacement test, self-test, active current test, and sleep current test. Unit successfully downloads to thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 12:29:00 after more than 7 days at 18.24 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 06:46:00 after more than 7 days at 17.47 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number: 147, file number: 2017) in the pump history download on (B)(6) 2025 at 12:33:40 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, battery tube threads cracked, cracked keypad overlay, cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. However, no power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures.) And the battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error and successfully complete fill canula delivery test. Error table displayed that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.